Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an reload. It was observed that the instrument was able to be cycled without pressing the green firing button. The instrument was disassembled for visualization of internal components. This examination found that the grasping mechanism was fractured. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of a damaged grasping mechanism that has no relationship to the reported condition. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there are two manual stapler handles with the same lot number and a reload that had a broken knife of about (1cm). The broken knife fell into the patient's cavity and was retrieved. Also, there were two clip applier which did not work. And received additional two autosuture device which did not work. There was no patient injury.